Event description:
It was reported that during a vats right upper lobectomy procedure, the device was successfully fired once on the bronchus and twice on fissure firings. On the fourth firing of the device with a green cartridge and unknown buttressing material, the device was closed on tissue and mid second stroke; the device jammed and seemed to bind up. The surgeon continued to squeeze the firing trigger and the cartridge broke; the placement tabs sheared off and the cartridge pushed forward. No pieces fell into the patient, nor did the cartridge fall into the patient. The jaws of the device were able to be opened without issue and the surgeon then had to cut the buttressing material in order to remove the device from the patient. There was no report of tissue damage or bleeding as a result of the event. A second device was opened and used to complete the case. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: cartridge, drivers, pan. Batch # l53p0g. The sc45a device was received for analysis with no visual non-conformances and with an ecr45g cartridge loaded on the device. The cartridge reload was received partially fired consistent with an incomplete or interrupted cycle. In addition the cartridge deck was found damaged where the firing stopped. The damaged found on the cartridge deck is consistent with damaged caused when the device is clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the one piece sled pushing the driver to continue its run. If resistance is felt, stop and replace the cartridge. Upon further analysis the cartridge pan was partially dislodged from the cartridge. The device was tested for functionality in the articulated position using a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time.